Event description:
It was reported that a bd luer-lok¿ syringe sterile, single use did not have sealed packaging. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one sample package was received, confirmed to be from batch #8267587 (p/n 309646). A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the sample was visually evaluated. The package was fully sealed with no product inside. Root cause description: potential root cause for the empty package defect is associated with the packaging process. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe sterile, single use did not have sealed packaging. There was no report of exposure, serious injury, or medical intervention.